Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific crm received information that this patient experienced a syncopal episode and a rate of 30 beats per minute was reported. The last device test was done two years ago and the patient was lost to follow up. The pacemaker triggered end of life (eol) one year prior. A device replacement procedure was scheduled. To date, no further adverse patient effects were reported.